Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and perforation post operatively. A post implant check and chest x-ray showed inappropriate sensing and dislodgement of the right atrial (ra) lead. Unstable and rising thresholds were also noted on the right ventricular (rv) lead due to loss of slack and microdislodgment. During lead revisions the perforation occurred. Pericardiocentesis was performed, the rv lead was reprogrammed to back-up pacing and then revised, and the right atrial (ra) lead was explanted. No further patient complications have been reported as a result of this event.